Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported that the boluses from the last three months were not delivered. Sometimes the insulin pump alarmed and sometimes it did not. Customer's blood glucose level was 182 mg/dl. The customer was unable to troubleshoot. The device was not returned.